Event description:
It was stated that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported. It was stated that the customer was found in the bedroom sweaty, cold and unconscious. It was stated that his face had turned blue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.